Manufacturer narrative:
Date of event is estimated. The investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. An inoperable ipg cannot connect to the clinician programmer to extract data logs. In absence of ipg data logs, a thorough investigation of the device¿s connectivity issues cannot be conducted. Based on the information received, the cause of the reported event could not be conclusively determined.